Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated that they monitored insulin pump 2 hours frozen display reoccurred. Customer stated that insulin pump was not used over month. Customer stated that they were unable to use insulin pump as new battery was placed and it did not go. Customer stated that insert battery alarm did not display when battery was removed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.